Manufacturer narrative:
Neither operative notes nor x-rays were received to determined if the components were implanted with the correct fit and orientation per the surgical technique. In general, pt factors that may affect the performance of the components include age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a root cause cannot be determined. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to hip pain and inability to walk.